Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant crpl3 c-reactive protein gen.3 results for 1 patient sample on a cobas 8000 c 702 module. The initial crpl3 result was 0.1 mg/l and was reported outside of the laboratory. A new sample was collected and the crpl3 result was 135.2 mg/l. The initial sample that had been stored in the refrigerator was repeated and the crpl3 result was 121.6 mg/l. There was no allegation of an adverse event. The crpl3 reagent lot number was 334101. The expiration date was asked for but not provided.

Manufacturer narrative:
Calibration and qc data did not indicate an issue. A general instrument or reagent problem was ruled out. Sample clotting time is shorter than the time recommended by the tube manufacturer. A review of the alarm trace shows 2 abnormal aspiration alarms and 4 sample short alarms. The investigation did not identify a product problem. The cause of the event could not be determined.